Manufacturer narrative:
H10: a philips service engineer was not able to evaluate or repair the device since the service proposal expired. The customer did not accept the proposal, and no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that either the screen flickered when going into diagnostic mode or there was a touchscreen issue. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised the customer that if the display was flickering, the issue was most likely due to a problem with the liquid crystal display (lcd) and not the touchscreen; however, the customer was adamant that there was an issue with the touchscreen and requested a service proposal for repair. The rse informed the customer that a repair proposal was sent and requested a photo of the serial number to update the ip details to the correct location.

Manufacturer narrative:
H11 per follow-up gfe response, the customer support engineer stated that the replacement touchscreen was ordered for repair and delivered to the customer; however, the repair is still pending as the customer has not performed the replacement yet. Based on the service manual, the replacement touchscreen should resolve the issue. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: a service quote was previously sent to the biomedical technician for approval, but the biomedical technician rejected the quote as the biomedical technician did not consider the issue to be as severe at the time. However, the biomedical technician reports the device has had issues with the touchscreen since then and touchscreen calibration does not resolve the touchscreen issues. Another service quote was sent to the biomedical technician for approval, and the biomedical technician accepted the quote. Per good faith effort (gfe) response, a customer support engineer confirmed the issue and ordered a replacement touchscreen for repair. The touchscreen replacement was performed, and the customer support engineer verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.